Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: december 19, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device is an instrument and is not implanted / explanted. Device history records review could be completed as the part #/lot # combination is invalid. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during a soft tissue sawbone exercise at the tech center, the subject flexible screwdriver broke at the proximal end of the flex portion. This happened while trying to extract the driver from the nail/insertion handle/connecting screw construct that was implanted in the sawbone specimen. Concomitant devices reported: unknown nail (part # unknown, lot # unknown, quantity 1), unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown connecting screw (part# unknown, lot# unknown, quantity 1) this report is for one (1) flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one (1) 5mm hex flexible screwdriver (part 03.037.028, lot 9279296, mfg. 19-dec-2014) was returned with a complaint stating that the screwdriver shaft broke at the proximal end of the flex portion while trying to extract the driver from the nail/insertion handle/connecting screw construct during a saw bone demonstration. The complaint was able to be confirmed at customer quality. The screwdriver was returned broken at the most proximal flexible segment. The balance of the device shows very little wear and tear. The definitive root cause is unable to be determined; however, the complaint condition was most likely caused by over torquing of the device. It is not likely that the design of the device contributed to this complaint. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.